Event description:
It was reported that the customer received a button error alarm. The customer's blood glucose was unknown. The customer stated that she was dancing and sweating while the insulin pump was on her hip with the buttons against her skin. The customer then received the button error alarm and was unable to clear it. Advised the pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit also received with minor scratched display window, cracked reservoir tube lip, cracked belt clip slot, and battery tube threads.